Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the battery for the device was not holding a charge. It was noted by the customer that the unit was obtained from a third party and that the battery was from 2014. There was no reported patient involvement.